Event description:
Customer reported that a pt was implanted with the syncardia temporary total artificial heart (tah-t) at (B)(6), on (B)(6) 2011. He was subsequently switched from the circulatory support system (css) console to a portable freedom driver and discharged to home. On (B)(6) 2012, after 230 implant days, the pt developed an air leak from a hole near the cpc connector in his right tah-t cannula. The pt temporarily repaired the hole by taping it with an insulating band. The pt then went to (B)(6) and the cannula was repaired by wrapping it with self- vulcanizing tape. The cannula was repaired without any difficulties, and the pt has been admitted to the hospital in preparation for heart transplantation. The customer reported that there was no adverse impact on the pt.

Manufacturer narrative:
Since the date of PMA approval to june 21, 2012, there have been a total of (B)(4) worldwide that have experienced cannula tears. Syncardia conducted a review of incoming records for the cannula material. No adverse trends were identified with respect to the pts affected and the lot of cannula used. Since the date of PMA approval to june 21, 2012, there have been a total of (B)(4). None of the pts experienced any injuries as a result of the cannula tears. Therefore, the risk associated with this issue is low for occurrence and low for severity. Syncardia has requested that the tah-t and cannula be returned for investigation after the pt has been transplanted. The results of the investigation will be provided in a supplemental MDR.